Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture fell apart. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was being done when the suture fell apart (removal from package /during passage through tissue/ during tying / post-op)? The suture broke during post op period (4 days after surgery), the client confirmed that they had followed the instructions regarding strict rest/exercise no jumping etc. Could you please clarify if the issue was suture got broken (in photo it seems that suture got broken) or suture and needle got separated from the swage? The suture broke as you can see in the picture, it did not separate from the needle. Could you please clarify if the patient suffered from any signs or consequences due to the issue? The broken suture resulted in the patient having an abdominal rupture which required another anesthetic and surgery to repair. What is the lot number? Samqla. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional: device evaluated by manufacturer: investigation summary: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photo shows a severely damaged suture on the outside of its packaging. The image is not clear to determine the failure mode . Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. (B)(4). Corrected information: (B)(4).